Manufacturer narrative:
(B)(4): the customer reported that there was a loss of audio. No pt harm was reported. The monitor displayed a message "local alarms off" and the user was not familiar with how to change the configuration. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a loss of audio. No pt harm was reported.